Event description:
It was reported that the patient presented via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator was found in backup operation. Programming changes were performed. The patient was in stable condition.